Event description:
Pt was revised to address poly wear and osteolysis, and loosening of the tibial tray. It was noted that multiple tibia cysts believed to be secondary to poly debris were present.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about reported polyethylene wear based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.